Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to patient incontinence. The cuff and balloon were removed and replaced. There were no additional patient complications.